Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample was received or available for evaluation. Conclusion: the complaint is unconfirmed. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient has reported a wet cassette. There is no sample. No report of patient ill effect.